Event description:
After insulin is drawn up the rn attempts, but is unable, to cover the needle to prevent contamination of the needle and a possible needle stick. The syringe has a plastic needle protector that slides up and clicks into place after use, but it locks into place after it is slid up. The needle easily bends when trying to cover and this has happened twice.

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced failure code 810:04. No patient injury or medical intervention was reported. The user interface module master software version (B)(4) which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being addressed under CAPA (B)(4). Service history review determined that this device has not been previously sent into service for the reported condition of "810:04." Trend review determined that baxter has received similar reports.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The channel b air in line printed circuit board was re-calibrated to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.